Event description:
It was reported that during testing of the balloon catheter, the catheter would not deflate. The catheter was not used; another catheter was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. The syringe was not returned. The analyst used a fresh syringe to inflate balloon catheter. The balloon inflated and deflated without issue. The analyst noted that there appeared to be dried contrast visible at the tip of the balloon. (B)(4).